Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 67 mg/dl. After troubleshooting was done, the customer was advised to discontinue the use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner, a missing end cap sticker, and a corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.